Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that they introduced an intra-operative ipth sample on the input queue. Later, the operator noticed that the rack had not been pulled into the instrument and the sample was not processed. The operator pushed the button and the rack was pulled into the instrument after which sample was processed properly. The ccc specialist reviewed the event log and did not find any errors. The customer has been trained to ensure that the rack gets pulled into the instrument. The cause of the delay in testing was due to the rack not being pulled into the instrument. Additionally, as per advia centaur xp intact pth (ipth), rev. E, 2016-04 instructions for use, the intended use of ipth assay is "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur®, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The ipth assay has no claims for intra-operative ipth testing. The customer stated that they would be moving to pth assay, which has intra-operative pth testing claims. As per advia centaur xp intact parathyroid hormone (pth), rev. E, 2018-04 instructions for use, "the advia centaur® intact parathyroid hormone (pth) reagent is for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (pth) in human serum and plasma using the advia centaur xp and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or disorders of calcium metabolism. This assay can be used intra-operatively." The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer of an advia centaur xp instrument reported that there was delay in obtaining intra-operative intact parathyroid hormone (ipth) result for one patient sample. The patient was under anesthesia for 20 minutes longer due to delay in obtaining the result. There are no reports of adverse health consequence due to delay in surgery and patient being under anesthesia for a longer duration.